Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was very loud. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was heating up fast and was making noise. It was determined that this was due to a broken drive shaft, caused by applying extreme force on the device while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.